Event description:
It was reported, and un-identified artifact was found on the MRI scan around the screws and cross connector.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4). This report is number 1 of 4 mdrs filed for the same event (also see 0002242816-2013-00047/00050).